Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including failed battery. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that the pump shut off and on by itself. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or insert battery alarms noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. Formatted history file analysis confirmed pump error 53 and pump error 4 due to software error. The device was received with minor scratched display window and case.